Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A zoll patient service representative (psr) called customer support to report that a (B)(6) female patient was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.